Manufacturer narrative:
A ge service representative performed an onsite investigation. The failure could not be duplicated. The hv cable was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system displayed multiple errors. The fe states that these errors prevented the system from booting. This resulted in total loss of imaging functionality. There is no report of injury or death associated with this event.